Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; grommet and setscrew damage observed.

Event description:
It was reported that a device check two days post-implant showed high impedance of 2255 ohms, increased threshold, and decreased r-waves. A chest x-ray showed no sign of lead dislodgement, and a lead fracture was suspected. During a revision procedure, while detaching the ventricular lead from the ipg header, an "inner screw" came out, together with the ventricular lead. The lead was then checked with the analyzer, with normal results. The device was suspected to be faulty, causing the increased threshold and high impedance. The device was explanted and replaced. No patient complications were reported as a result of this event.